Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been running while being near a medical team and his blood glucose reading was over 500mg/dl. It was stated that the customer experienced nausea, thirst, and ketones. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. The caller mentioned that the customer removed the cannula and it was bent and occluded. No further information was provided.